Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure after placing this right ventricular lead with normal values noted the pocket was closed. Upon closing the pocket the patients blood pressure dropped. An echocardiography was done and blood was noted around the heart. The patient was transferred to the operating room due to a cardiac tamponade. A small suture was made in the ventricle and the patient was then transferred to the recovery room. No adverse patient effects were reported.